Event description:
Pt had previously undergone bilateral submuscular silicone gel breast implants and presents with marked deformity and contracture. The right capsule contained a ruptured implant. The left capsule also contained a ruptured implant. Right implant weighed 160 gms. Left implant weighed 140 gms. 180 cc saline implants used for replacement.